Manufacturer narrative:
The complaint investigation for falsely elevated alinity I insulin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search determined that there is as expected complaint activity for the likely cause lot. Device history review did not identify any related non-conformances or deviations for the complaint lot. A review of tracking and trending did not identify any trends for the issue for the product. The overall performance of the alinity I insulin reagent in the field was reviewed using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 66511lp51 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 66511lp51. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the alinity I insulin reagent for lot 66511lp51 was identified.

Event description:
The customer observed falsely elevated alinity I insulin results for one 88-year-old female patient. The sample was repeated with lower results. The following data was provided: sample ID: (B)(6), initial result = 134.6 uu/ml, 1st repeat result same instrument = 84.3 uu/ml, 2nd repeat result same instrument = 82.7 uu/ml, repeat from another sample same patient = 66.3 uu/ml. New fasting sample = 32.7 and 33.8. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I insulin results for one 88-year-old female patient. The sample was repeated with lower results. The following data was provided: sample ID : (B)(6) initial result = 134.6 uu/ml. 1st repeat result same instrument = 84.3 uu/ml. 2nd repeat result same instrument = 82.7 uu/ml. Repeat from another sample same patient = 66.3 uu/ml. New fasting sample = 32.7 and 33.8. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).